Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the cassette that led to this alarm. There was fluid leakage from the cycler. There was no report of patient injury or medical intervention associated with this event, however prophylactic antibiotics were prescribed. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name : (B)(6) hospital, (B)(6) hospitals (B)(6) .should additional relevant information become available, a supplemental report will be submitted.